Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent fully mounted to the delivery device. A visual and tactile examination identified no damage of any issues along the length of the device. The device was received with the stent fully mounted onto the delivery system. During analysis the investigator deployed the stent without any resistance or issues noted. A visual and microscopic examination of the deployed stent identified damaged struts at the distal end of the deployed stent. This damage may have occurred during stent deployment or reconstrainment. No issues were noted during deployment or with the deployed stent that could have contributed to the complaint incident. A visual and microscopic examination of the device identified that one of the stent cups was noted to be slightly retracted, this may have occurred during deployment or reconstrainment of the device. No damage was noted to the stent holder or tip of the device. No issues were noted with the stent cups, stent holder or tip of the device that could have contributed to the complaint incident. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that deployment failure occurred. A 10x42x75/ 7f wallstent¿ rp endoprosthesis was selected to treat the lesion. During preparation, the physician intended to deploy the tip of the stent slightly to check if the device was okay. However, it was noticed that the stent could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.